Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/09/2016 with the following findings: black box shows an unexplained "por" event on complaint date, a battery change did take place at this time. An additional "por" event associated with the clearing of a cs 088 watchdog error also observed in bb on complaint date. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. "Audio bolus" button cover is torn. Bolus button is responsive. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. Leak test shows leaks at display lens. Removed pump case. Evidence of moisture contamination inside pump on battery canister, sensor housing and inside pump cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.